Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there was no change in their activity to cause the ins dropping from its original position issue. They stated that ¿job sitting¿ seemed to have moved down and it became uncomfortable in ¿some seating¿. It was further mentioned that it seems to ¿just move around in implant area¿. The patient noted that it worked for about a month. No adjustments seemed to help. The patient wished they never had it done (¿waste of time/money comfort¿). They reported that they issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported in multiple timelines: no therapeutic effect: (B)(6) 2010; poor communication for months: (2018); ins dropping/striking nerve: "about a year", "maybe a year ago". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for interstim ¿ other and urinary dysfunction/sacral nerve stimulation. It was reported that patient¿s healthcare professional (hcp) thought the placement of the ins had dropped from the original implant location. The patient stated that this was creating issues for them when they sat as ¿its striking a nerve area¿. This started ¿about¿ ¿maybe¿ a year ago. They further reported that the ins was dead. The patient met with their hcp a little over a year ago and was told that at 6 months more they may start to feel odd twinges due to the ins reaching its life span. They stated that they ¿tried picking up the ins but it continues to show poor communication¿. In addition, the patient reported that they never really had 50% or better reduction in their urinary frequency symptom so they felt the therapy never really helped them. The patient needed to have an MRI and just wanted the device removed. There were no further complications reported or anticipated.